Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the site to remove the endoscope, rotate the endoscope collar to desired orientation, activate the port clutch to clear the guided tool change (gtc) feature and reseat the endoscope; following these actions, the issue was resolved and normal functionality was restored. The system was working properly and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the arm.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the customer called to report that the camera icon appeared upside down while using a 30-degree endoscope. They attempted to resolve the issue by removing and replacing the endoscope, but the problem persisted. The customer was instructed to remove the endoscope from the arm, rotate the endoscope collar to the correct orientation, activate the instrument clutch on the arm, and then reinstall the endoscope. This resolved the issue, and no further action was needed. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope image was found to be inverted during a procedure, although it did not involve reversed controls on the system arms. The lot number of the endoscope was uncertain. The 30-degree endoscope was used in the down orientation, and the surgeon did not indicate any issue with the scope's orientation at installation. Both the endoscope and its adapter/base remained engaged and attached, with no observed damage such as missing screws or components. It was unknown if the endoscope had been manually rotated 180 degrees prior to the event. The site switched to a different 30-degree endoscope and called isi technical support for troubleshooting. There was no patient injury related to the vision issue. Additionally, a scrub nurse noticed that the camera arm repeatedly hitting the patient's lap during the procedure.